Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced pocket heating while charging the ipg. A replacement charging system did not resolve the issue. As such, surgical intervention was undertaken to explant and replace the ipg. The issue was resolved following the procedure.